Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 133.6080. Technical support - informed (B)(6) the error may have been addressed by charging battery. (B)(6) will make sure battery is charge at least 15 hours before she put unit back in service. A review of the device history record for (B)(6) was performed from 03/29/2014 to 09/18/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200183713 for display - lcd/led failure which does not correlate to the customer reported issue. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3: no product returned.

Event description:
(B)(6). Case resolution: informed dalynn the error may have been addressed by charging battery. (B)(6) will make sure battery is charge at least 15 hours before she put unit back in service.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was displaying error code 133.6080. Npi.